Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left shoulder arthroplasty. Subsequently, the patient was revised due to a humeral tray fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause is related to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left shoulder arthroplasty. Subsequently, the patient was revised due to a humeral tray fracture. It was also reported that the patient felt pain when the implant presumably fractured. Attempts have been made and additional information on the reported event is unavailable.